Event description:
The spike has something inside of it that does not allow it to work properly. No harm or injury reported.

Manufacturer narrative:
Device eval: the suspect devices have not been returned for eval/investigation. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval/investigation is completed. Eval method: device history record was reviewed. Conclusions: a f/u report will be submitted when the device eval has been completed.